Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's device showed affected channels during the first fitting. The user's family has denied any trauma or accident. Additional measurements have been scheduled, a date for a potential revision surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's device showed affected channels during the first fitting. The user's family neither confirmed nor denied any trauma or accident. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's device showed affected channels during the first fitting. The user's family neither confirmed nor denied any trauma or accident.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
The user's device showed affected channels during the first fitting. The user's family neither confirmed nor denied any trauma or accident. The user was reimplanted.